Manufacturer narrative:
Concomitant products: st. Jude medical sl0 8.5fr sheath, lot number unknown. (B)(4). Upon receipt, the device was visually inspected, and reddish material was found inside the pebax. Scanning electron microscope analysis was performed, and there was evidence of a hole on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. During the manufacturing process, inspections are performed in order to prevent catheters with this type of defect from leaving the facility. The device history record (DHR) was reviewed, and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint has been verified. Based on the available analysis results, the issue does not appear to be caused by any internal bwi processes.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where blood was found inside the chamber near the spring. During the procedure, while exchanging sheaths, the blood was noticed inside the catheter. The device was exchanged for a new one, and the case was completed without any patient consequence. The sheath in use was an 8.5fr st. Jude medical sl0. There was no difficulty maneuvering the catheter, nor was there any difficulty removing the catheter from the sheath. Blood under the pebax is not considered an MDR reportable finding. If there is foreign material under the pebax, but the integrity of the pebax is intact, the potential that this could cause or contribute to an adverse event is remote. On (B)(6) 2017, the device was returned to biosense webster, and the report of blood under the pebax was corroborated. However, there were no other findings that would have changed the reportability decision of this event. On (B)(6) 2017, the catheter underwent scanning electron microscopy, and a small hole was found in the pebax near the 2nd electrode. Exposure to the internal catheter components presents a potential risk to the patient, making this event MDR reportable. The awareness date for this complaint has been reset to (B)(6) 2017, the date of the reportable finding.